Event description:
On (B)(6), the user contacted dario to report high blood glucose (bg) readings. The userreported, that while at a routine doctor's appointment, he received bg readings 25 points higher from his dario meter than the bg readings that he received from the doctor's meter. The user also reported that he was receiving higher bg readings for several months. The user reported that on the morning that he called dario, he tested his bg level and received a bg reading of 141 mg/dl from his dario meter compared to a bg reading of 112 mg/dl from his non-dario meter.

Manufacturer narrative:
While on the phone with dario's representative, the user stated that he was not sure if his strips cartridge had been open for more than one month. He reported that he doesn't always test daily, however he tries to. Due to the above, a replacement of dario strips and control solution were sent to the user to further investigate this issue. Dario's representative made an attempt to follow up with the user in order to test his bg readings with the new cartridge of strips and control solution, however, no response has been received to date. Dario's user guide states in the section precautions: "do not use a test strip expired 1 month from opening. Discard the cartridge 1 month after opening". The high bg readings may have been due to the misuse of the strips. There is not enough information regarding the meter and old strips available to further investigate this case. Therefore, no resolution is available.